Event description:
It was reported that one of the lateral locks will not latch/stay on one side of the brace anymore after 3 days of use.

Manufacturer narrative:
It was reported that one of the lateral locks will not latch/stay on one side of the brace anymore after 3 days of use. The actual device has not been evaluated, other devices that have been evaluated the root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.